Event description:
A malfunction on the pump was reported by the caller, and they reset the pump on their own prior to calling technical support. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.